Event description:
Major pump unit(s) involved: blood pump. Additional text: bearing wear and end of life of pump. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing wear end of life of pump. Causative or contributing factor: no specific contributing cause y. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.